Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 275cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent bilateral explantation and replacement with gel breast prostheses on (B)(6) 2014. Two lot numbers and two serial numbers were reported for this event. Left device: lot #5745926, serial # (B)(4). Right device: lot #5665046, serial # (B)(4). The side of the deflation was not reported to mentor. If clarification is received on which side deflated, a supplemental report will be submitted.